Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00025. It was reported that the patient presented for a regular check 2 weeks post implant. It was noted that the right ventricular (rv) lead reduced r waves sensing and non-capture. The rv channel had signals of both p and r waves. The patient was sent for a chest x-ray and the lead was found to have dislodged and is now in the right atrium (ra). Also, the ra lead was shown to have retracted back with no slack left on the lead, but tip still screwed to the heart. The patient went for a lead revision on (B)(6) 2019 and during the procedure the doctor couldn¿t retract the helix of the rv lead, so decided to remove the lead and implant a new one. Extra slack was put on the ra lead and both leads were fixed with extra sutures on the sleeves. The patient was stable.